Event description:
A report was received which indicated that a needle stick injury occurred when removing the lancet from the glucolet after use. The hospital tried to duplicate the incident using approximately 20 lancets but was unsuccessful in their attempts. The account could not supply any information relative to lot number in use.